Event description:
(B)(4). Same case as: 2134265-2010-03622. It was reported that during a carotid stenting treatment procedure, the patient experienced generalized weakness. The target lesion being treated was located in the left proximal internal carotid. The target lesion was 90% stenosed, 5mm in diameter and 8 mm long. The lesion was treated with a filterwire and placement of a 8x29mm carotid wallstent. Post-dilation was performed. Residual stenosis was 10%. During the index, the patient experienced generalized weakness. No action was taken to treat the event. The patient was discharged 1 day later. In (B)(6) 2010, at the 30 day follow-up, the event was successfully resolved without residual effects.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)